Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: updated number of occurrence from 7 to 6. D.10 device available for eval yes, d.10 returned to manufacturer on: 07/28/2020. Investigation conclusion six 2000e china samples from lot 19087363 were received for investigation; five in sealed packaging and one without packaging with apparent blood staining. Additionally the male luer component and tubing of an unknown extension set was received to assist the investigation. A visual inspection of the sample received without packaging confirmed a breakage at the point where the female luer adapter (fla) meets the clear body of the smartsite. A closer inspection of the broken area identified part of the clear body of the smartsite was still bonded to the fla. The five samples received in sealed packaging were subjected to functional testing by connecting them to several male and female luer adaptors from bd stock and flushing them with fluid; no breakage or separations were identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19087363 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature have identified that the most likely cause of this type of damage is exposure of the clear body of the smartsite to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop. Application of a torque force during engagement or disengagement of the connecting male luer (e.g. Syringe) adds further stress to the weakened plastic resulting in the observed breakage. Please note that, according to the directions for use (dfu) for the smartsite, it is recommended to swab only the top of smartsite® with 70% isopropyl alcohol (1 to 2 seconds) and allow it to dry for approximately 30 seconds prior to every access. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that 6 ll vlv adpt(stand alone) experienced device damage/deformation, splash back, and leakage. The following information was provided by the initial reporter: when using an indwelling needle to connect the infusion connector smartsite to prepare an infusion for a premature child, a smartsite was broken occurred when the pre-filled irrigation device was used to flush the tube, and blood was sprayed, about 3-5ml, the blue rubber plug of the smartsite joint was separated from the white port by visual inspection. There was a small amount of blood in the connection port. The child has no adverse reactions for the time being. During close observation, the sample has been recovered. There have also been broken before. Six cases, the department looked for the cause from the nurses' operation and did not contact the manufacturer for the time being. However, this joint was operated by the head nurse. According to feedback, it broke without tightening.

Manufacturer narrative:
2000e china 510k this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section g5 is for the domestic similar product.-k960280. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 ll vlv adpt(stand alone) experienced device damage/deformation, splash back, and leakage. The following information was provided by the initial reporter: when using an indwelling needle to connect the infusion connector smartsite to prepare an infusion for a premature child, a smartsite was broken occurred when the pre-filled irrigation device was used to flush the tube, and blood was sprayed, about 3-5ml, the blue rubber plug of the smartsite joint was separated from the white port by visual inspection. There was a small amount of blood in the connection port. The child has no adverse reactions for the time being. During close observation, the sample has been recovered. There have also been broken before. Six cases, the department looked for the cause from the nurses' operation and did not contact the manufacturer for the time being. However, this joint was operated by the head nurse. According to feedback, it broke without tightening.